Event description:
It was reported to medtronic minimed that the fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1711k was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The p-cap/reservoir locked properly during testing. Unit received with critical pump error (open book image) upon battery installation. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found at force sensor flex connection to pcb1 board connector during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: serial number label missing, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Pump alarmed critical pump error (open book image) after battery installation. Verified cause of critical pump error due to moisture damage to the force sensor flex wire connected to pcb1. Cosmetic damage confirmed when cracked case was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.